Manufacturer narrative:
The unit alarmed a compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Analysis was unable to perform the occlusion, prime/compromised force sensor system, and excessive no delivery test due to a compromised force sensor system alarm. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a broken belt clip slot, and cracked battery tube threads.

Event description:
The customer called in to report a prime/fill anomaly. The customer's blood glucose level was unknown. The customer declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the malfunctioning device back for analysis.